Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v319831, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient mentioned that she didn't want a follow up appointment because she hasn't used it in over a year. She said it was uncomfortable and wanted it taken out. She said the device stopped working sometime after it was implanted, but the clinic was closed and she lost contact with doctor after that. The patient then went in to see her general doctor for problems with her device. She said she went to see her doctor five times, to troubleshoot problems and try different programs, before she gave up and stopped using it. She was frustrated and not interested in talking to patient services but wanted their numbers. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.